Event description:
During transport to the ICU the pt began waking up and becoming hypertensive, the m.d. Gave sedation through the manifold, the valve next to the one use for the injection started leaking. During the case, 1300cc of blood were given through the manifold. The current lot number from the leak is 77072.

Manufacturer narrative:
Visual inspection prior to decontamination indicated yellowish crusty substance in the valve preventing the check valve from closing completely. Appeared the valve was not flushed after disconnect of other unk IV set that blood had been infused through. Upon decontamination of the event unit, when tested worked properly indicating user error.